Event description:
Related manufacturer report number: 2017865-2022-13547. During a remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead and noise and high sensing was observed on the right atrial (ra) lead. Abbott technical support and the physician suspected insulation damage on both leads to be the cause of the event, however, this was not confirmed via diagnostic imaging. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.